Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philips field service engineer (fse) was able to confirm the reported problem. The fse replaced the blower assembly to resolve this issue.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. There was no patient involvement reported. The event date was not specified; estimate used.